Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon was able to retrieve the component without injury to the patient.